Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h6 and h.10. The company service representative examined the system and was not able to confirm or replicate the reported event. However, the extent to which the phacoemulsification handpiece was tested cannot be determined conclusively. The reported handpiece was not received for evaluation. With no additional, related information provided, the customer reported events could not be confirmed. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a procedure, poor vacuum was experienced during the ultrasound mode. No patient harm was reported.